Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a drain complication encountered message during drain 2 of 4 of treatment. The patient mentioned fibrin was found on (B)(6) 2020 and took heparin on (B)(6) 2020. The patient indicated going to the clinic the other day and was able to perform manual drains fine. The patient sits up or stands when draining on the cycler. The patient also indicates the cycler makes a noise during some of the drains. The patient has been pressing reject every day because of preferring the old therapy which has a dwell time of only 1 hour rather than 1 hour and 30 minutes. Technical support instructed the patient to power up the cycler and press the reject button. Technical support also provided information on the drain messages. Upon follow up, the patient contact stated the patient was not able to complete pd treatment on the cycler or finish manual treatment after calling into technical support. The patient experienced draining issues and immediately contacted the clinic to receive medical intervention from the peritoneal dialysis registered nurse (porn) which included physical pushing and "a lot of shaking" to help remove excess fluid. The patient has not completed any pd treatments with the cycler since. The patient is scheduled to have a catheter exchange surgery on the abdomen for (B)(6) 2020. Upon further follow up, the patient was determined to have a pd catheter malfunction requiring replacement surgery. The patient was placed on temporary in-center hemodialysis (hd) and underwent pd catheter replacement on (B)(6) 2020. The patient will continue with hd therapy until recovered at which time the patient will return to pd therapy utilizing the liberty select cycler. The patient's pd nurse reported that there were no issues with the patient's liberty select cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius device, product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).